Event description:
Caller reported experiencing occlusion alarms. There was no reported adverse impact on the customer. System check was started with tandem technical support (tts) however, customer was unable to complete the check. The customer reverted to an alternate method of insulin therapy.